Event description:
During routine testing, the user found that the unit would turn on and display "self test" every 2 second. There was no harm to any pt. Analysis of the unit disclosed a failed capacitor in the power supply assembly that prevented the self test from running to completion. The cause of the capacitor failure could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.